Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that the infection was clear and the patient was waiting a new implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). Patient reported an infection to their physician, the infection was discovered at the patient's office visit. It was stated that the ins was explanted due to the infection. It was unknown if the infection was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.